Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va06m14, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the therapy was not working for the patient as they were in so much pain. It was reported the pain was so bad the patient could barely walk. It was noted the patient had been in pain for three to four months and reported the pain to their healthcare provider the day of the call. It was reported the patient had not used their device for two days, but had not turned it off. It was noted the patient had been hospitalized to remove twenty-four inches of intestine prior to implant. It was further noted the patient had no muscles in their rectum and had to take diarrhea tablets and watch what they ate. It was reported the patient received assistance from their healthcare provider and their concerns were resolved at that time. It was noted the patient still had concerns with their device or therapy.